Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was over 500mg/dl. It was stated that the customer changes the infusion sets every three days. Recommended to change the infusion sets every two to three days. Troubleshooting was performed. The programming on the insulin pump was correct. Ran a fixed prime test and the insulin exited. The nurse called back to request assistance in changing the infusion set. During the call, it was stated that the customer had been in the hospital three to four times in the past four months. The customer was unable to determine the dates of her hospitalization. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.